Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Periprocedural aspiration is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient underwent endoscopy for routine tube replacement, under sedation. After the patient was sedated by the anesthetist (intravenous propofol is used as a sedative agent), the tube replacement procedure began. Soon after starting, the patient developed severe desaturation. The anesthetist administered urbason intravenously for possible laryngospasm, but the desaturation episode did not resolve, so the anesthetist decided to intubate the patient, since anesthetist noticed a lot of secretions and her opinion was that the patient had bronchoaspirated. Anaesthetist intubated the patient without complications, the patient was now with stable constants and good saturation, so both thr anaesthetist and endoscopist decided to continue with the replacement of the tube. The tube was replaced with the intubated patient, and the patient was transferred to the intensive care unit, where she was extubated. During intubation, it was noticed that the patient had a lot of secretions. The anesthetist informed the family of the complications that occurred during the procedure, and it was reported that the patient had been transferred to the intensive care unit. It was also reported that tube replacement had been performed, and that the complication that occurred was an airway complication that can occur when procedures are performed under sedation. When talking to the patient's relative, they informed that the patient had been coughing for a couple of days, and that the day before the patient went to the family physician and they informed that everything was fine and that the procedure could be performed. As the patient's relative stated, they also informed the endoscopy service. On (B)(6) 2024, the patient's daughter informed that the patient was transferred to the neurologist's ward the day before. They decided to keep the patient under observation for the night since the oxygen saturation was still low and the patient needed oxygen therapy through nasal prosthetics. On (B)(6) 2024, the patient was already 99% saturated without the need for oxygen therapy, so the patient was discharged from the hospital and was already at home.